Manufacturer narrative:
Concomitant products: 6944-58 lead, 5076-45 lead; implanted: (B)(6) 2009.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.